Manufacturer narrative:
The insulin pump passed the displacement test. There was a motor error alarm during basic occlusion test due to loose drive support disk. The motor was tested outside the device and passed. The motor position encoder error was unable to be verified in the alarm history due to history file overwritten with the displayable history crc check failure alarm. The displayable history crc check failure alarm occurred due to a corrupted history file. The insulin pump was received with cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 286 mg/dl. Customer was doing a bolus attempt when they received a motor error alarm. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they also received a motor position encoder error. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.